Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a liquid leakage. The reporter noted that the leakage occurred at the connection between the connector that attaches to the syringe and the tube. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent application during assembly. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet manufacturing specifications.